Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
(B)(4). At the follow-up, present the battery impedance of 1.73 kohm and the inflection point was already reached. The patient is not pacing dependent. The device will be replaced on (B)(6) 2023.